Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6); product type recharger, ubd: 08-jul-2025, UDI#: (B)(4). Device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) could not function properly, with only the battery indicator lights flashing endlessly. There were no external factors reported. They tried to reset/turn off the device by pressing to on/off button, but there was no response no matter pressing short/long. They also put it on another charging dock connected with electricity but no response either and indicator still flashing endlessly. A supporting set of wr was lent to the patient for daily use.